Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure that the si system had two non-recoverable faults. Prior to calling an intuitive surgical, inc. (Isi) technical support engineer (tse), the surgeon elected to convert to an open procedure. The customer was not able to provide the error code numbers. The system was not connected to the network so system logs were not available fore review by the tse. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the information provided, the cause of the conversion is due to non-recoverable faults. A follow-up MDR will be submitted if additional information is obtained. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse reviewed logs with isi technical support engineer (tse) assistance due to the si system not connecting to the network. Logs indicated that the personality module video acquisition (pmva) was not communicating with the dual camera control unit (doco). The fse identified parts that were needed to repair the system. No image or video clip for the reported event was available for review. A review of the site's system logs for the reported procedure date was conducted by the isi field service engineer (fse) when the fse was onsite. Investigation revealed multiple errors that may have been related to the reported complaint that occurred during the surgical procedure. This event is being reported due to the following conclusion: it was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the system had two non-recoverable faults and the surgeon elected to convert to an open procedure.